Manufacturer narrative:
D9 - date returned to manufacturer: 9/16/2024. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have an error 45520 during the power up procedure. The manufacturer representative replaced the keypad and overlay.

Manufacturer narrative:
B3: unknown; month and year valid investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed error code 45520. There was no patient involvement.